Event description:
It was reported that the patient was hospitalized due to dizziness. A CT scan was conducted but did not reveal anything. The physician was also hoping to conduct an MRI. The pump therapy never worked for the patient despite various combinations of drugs, perhaps due to "inappropriate placement." The physician did not think the patient had enough pain receptors. The pump system contained saline at the time of report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.

Manufacturer narrative:
(B)(4).